Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower drawer 2 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the integrated main full height drawer 2 not on pyxibus. A field service engineer inspected the integrated main and found no lights on the control board of drawer 2. After powering down, fse replaced the control board and verified all cable connections. Upon restarting pyxis, the boards lit up. Fse logged into hardware test application, performed a firmware update, and ran a full drawer test, then fse checked all doors and drawers before rebooting. After reboot, the user recovered the failure and successfully inventoried medications in drawer 2. Final tests in hardware test application confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.